Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the cables at the end of the large hem-o-lok instrument were loose and the instrument was unable to deliver the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clip applier corresponding to RMA 30349835 relates to a thoracic surgery procedure on may 26, 2025 (lobectomy). The clip applier was used twice without any issues with the hem-o-lock clips (reference number 544240). Subsequently, the customer noticed that the cable of the clip applier was loose, making it unusable. The procedure proceeded without further incidents.

Manufacturer narrative:
The instrument was found to have a loose grip cable at the force amplification pulley. Common causes of loose instrument grip cables are often attributed to a cracked clamping pulley, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions. The instrument was found to have cracked clamping pulley on input axis #6 (grip). The crack resulted in loss of tension of the corresponding grip cable. Common causes of cracked instrument clamping pulleys are attributed to improper cleaning or sterilization techniques used during reprocessing which may involve prolonged exposure of the instrument to harsh cleaning agents or insufficient flushing.

Event description:
Refer to h11 for follow-up information.